Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse concerned about allowing patient temperature (pt) to rewarm on their own with such a gap between patient temperature (pt) and desired targeted temperature (tt) in an arctic sun device. Noted patient temperature (pt) not warming up because they've been cold for so long. Concerned with patient temperature (pt) spiking a fever. Want to see if they have more information about. Nurse noted device was not run in monitor mode anymore. Therapy was running. Noted patient temperature (pt) had dropped to the lower limit so device enabled therapy. Discussed enabling monitor mode once patient temperature (pt) rises. Nurse concerned that patient temperature (pt) was not rewarming on their own. Would like to discuss best practices around passive rewarming and what other physicians were doing. Obtained emailed and direct number. Advised they will have one of their medical science liaisons to follow up with potential journal articles and additional information. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. It was reported that the nurse concerned about allowing patient temperature (pt) to rewarm on their own with such a gap between patient temperature (pt) and desired targeted temperature (tt) in an arctic sun device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse concerned about allowing patient temperature (pt) to rewarm on their own with such a gap between patient temperature (pt) and desired targeted temperature (tt) in an arctic sun device. Noted patient temperature (pt) not warming up because they've been cold for so long. Concerned with patient temperature (pt) spiking a fever. Want to see if they have more information about. Nurse noted device was not run in monitor mode anymore. Therapy was running. Noted patient temperature (pt) had dropped to the lower limit so device enabled therapy. Discussed enabling monitor mode once patient temperature (pt) rises. Nurse concerned that patient temperature (pt) was not rewarming on their own. Would like to discuss best practices around passive rewarming and what other physicians were doing. Obtained emailed and direct number. Advised they will have one of their medical science liaisons to follow up with potential journal articles and additional information. Sn (B)(6). Per follow up information received via phone on 03sep2025, spoke with nurse who noted patient had been on crrt without rewarmer activated. Once the warmer was turned on and warm blankets added, patient was able to meet lower temperature limit to start normothermia. They denied putting the device back in monitor mode while the patient was outside temperature parameters. Therapy completed and device remains in service.